Event description:
It was reported that device was electively explanted due to an user concern and a new device was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.